Event description:
In 2007, this pt underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. A reintervention took place approx five and a half months later, to correct proximal graft infolding with a palmaz stent. Nine days later, a cta demonstrated a type I endoleak and an enlarged hematoma in proximal aorta. The pt had open surgery the next day to repair a pseudoaneurysm in the ascending aorta; all gore devices were explanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient. Tg2815/04347477.